Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt unusable message service code) has been confirmed. As rec'd, the electrode belt failed incoming functional testing. Upon investigation the trunk cable connector was damaged and orange (+5v) and brown (-5v) wires were open inside of the connector. The cause for the test failure are the open wires. The cause of the open wires is the damaged connector. The root cause for the open wires and damaged connector was unable to be positively identified but was likely the result of physical abuse. No adverse event resulted from the open wires. The patient rec'd a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that he was getting belt/monitor unusable messages. The patient was issued a replacement electrode belt.